Event description:
It was reported that the vns pt passed away on (B) (6) 2009. The obituary lists the cause of death as natural causes, but the exact cause is not known at this time. Attempts for further info have been unsuccessful to date.